Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for foreign material on the plastic cover at distal end, could not be determined. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation from the instructions for use (IFU) were identified. The event can be detected/prevented by following the instructions for use which state: instructions for use states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the distal end cover had foreign materials. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube, switch 1, the protector of the universal cord on the scope connector side, the universal cord and the control unit were scratched; the grip was shaved; the universal cord had a wrinkle; the distal end cover had a burn; the adhesive on the bending section cover had a crack and the adhesive on bending section cover had a chip. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value; due to wear of angle wire, the bending angle in up direction did not meet the standard value and due to a pinhole on the bending section cover, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.